Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), there was a loss of sensor pressure. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
This event occurred on the japanese market on a significantly similar device to transray 40cc which is sold in the us. For d4: di number has been used for base unit, sensation 40cc (B)(4) which is sold in the USA. Provided h4 device correspond to device involved in the event, not available in USA. UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Reference complaint #(B)(4).